Manufacturer narrative:
Device is a combination product. ¿ (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x24mm synergy" drug-eluting stent was advanced to treat the lesion. However, it was unable to cross and it was noted that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion was 70% stenosed located in a moderately tortuous and severely calcified vessel.